Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional information was received that the reason for the ipg replacement was to bury the ipg deeper in the body due to some superficial discomfort related to the battery's placement. No device malfunction was suspected. The ipg was replaced per physician's preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.